Event description:
Cpi received info that two leads were removed from service due to the presence of fluid in the leads near the pin connectors. During a routine replacement of an implantable ICD the physician noted the fluid and elected to replace the leads with another lead.